Event description:
On (B)(6) 2011, customer reported the dxc 600i instrument generated "suppressed" patient results and calibration failed. Customer also found a leak under the ion selective electrode (ise) area. Customer stated the fluid looked like ise electrolyte reference reagent. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found line # 26 had disconnected from the electrolyte injection cup (eic). Fse trimmed the tubing and reattached. System was primed and no fluid leaks were observed. Ise chemistries were calibrated and adc's appeared low; fse ran multiple serum reps through the flow cell to recondition the electrodes. Ise's were recalibrated and fse noted the adc's were acceptable. Customer tested quality control and it was within limits. Repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).